Event description:
It was reported that a discrepancy in the pump reservoir volume and actual volume at last refill on (B)(6)2010 had occurred. No patient symptoms were reported. The pump contained 50 mg concentration of "msbuv", at 13.678 mg/day in simple continuous mode. A catheter dye study was performed prior to explant. The pump was explanted and replaced on (B)(6)2010; the patient was reported to be doing well after the new pump was implanted.

Manufacturer narrative:
(B)(4) - the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.